Manufacturer narrative:
Device investigation narrative - one refurbished elite-pass suture shuttle was returned for evaluation. Visual assessment confirmed the reported breakage. The movable jaw has broken free from the shaft. The movable jaw was not returned for examination. The shaft is bent. Per the devices IFU under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the top piece of the elite pass suture shuttle with ratchet and needle broke off into the patient's joint. Retrieval of the broken piece extended the procedure time significantly, reported as between 1 hour and 1.5 hours. Broken piece was successfully removed and the procedure was completed with another device. It was reported that the patient did not appear to have suffered any sequelae from the extended time under anesthesia.